Event description:
A conmed balloon dilator was used, followed by another balloon dilator #00848; lot number 0909243, measuring 15mm x 4cm. After dilatation, the device was withdrawn via scope. A white piece was noted on the screen in the pt. The scope was withdrawn. The devices were compared. The distal tip of the device was partially missing, but it was found later in the scope upon cleaning. Biomed was notified. The packaging and both devices were bagged and saved. There was no injury to the pt.